Manufacturer narrative:
A patient had an infection at the ipg site after picking at the incision site with their hands was reported to abbott. The patient was given oral antibiotics. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient had an infection at the ipg site after picking at the incision site with their hands. Patient given oral antibiotics. Surgical intervention was undertaken wherein the system was explanted with no complications.

Manufacturer narrative:
Section b3: date of event is estimated.